Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
It is reported in (B)(6) 2015, the original surgery was performed and lactosorb was used in zygomatic fracture. In (B)(6) 2015, about 6 months after the surgery, it is reported the lactosorb became exposed and the left cheek was swollen. Subsequently, (B)(6) 2015 a revision surgery was performed. During the revision surgery, the surgeon confirmed the affected area seemed to be in good condition and absorption was active. The surgeon removed only the plate and cleaned the affected area lightly.